Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while the cat6 was being advanced into another manufacturer's sheath, the tip of the cat6 became kinked and the device was removed. The procedure was successfully completed using a new cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 4.0, 8.0, and 9.5 cm from the distal tip. The distal tip of the cat6 was ovalized; the cat6 was also kinked approximately 22.0, 60.0, 78.0 and 79.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the cat 6 distal shaft was kinked. This type of damage likely occurs due to improper handling during use. If the peel-able sheath is not used on the distal tip of the cat6 during insertion, damage such this may occur. The other kinks in the cat6 were likely incidental and may have occurred during packaging the device for return. Cat6s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.